Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient has used infusion set for more than recommended period of time on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with correction bolus via pump.